Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the control panel was broken causing a large leak. There was no report of patient involvement.